Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was given glucose tablets to treat during one of the incidents. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the lows as the customer declined. The customer reported a sticking down button on the pump, and the doctor asked them to call in about it. The customer had been using the recalled sets at the time of the incidents and believes they caused the low incidents. The insulin pump will be returned for analysis.